Event description:
During a rib fixation procedure on (B)(6) 2013, the 14.4v battery did not hold a charge. The surgeon used a spare device to complete the procedure with no further problems and no harm to patient. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.